Event description:
A dialysis facility reported that there was an excessive fluid removal of approx 3 kg from a pt during a hemodialysis treatment. The pt was asymptomatic during the treatment but was below dry weight and was complaining of ears feeling stopped up" post treatment. She was given 600 ml of saline and was discharged without any complaints. There was no serious injury or illness.